Event description:
Tech assisted the doctor in advancing csi atherectomy device over viper peripheral guided wire. Doctor used fluoroscopy to note wire tip and noted wire had advanced further lower into extremity of right leg. Md attempted to pull back wire with resistance,and attempted again to remove wire, wire and csi device removed freely and noted wire was fractured. Multiple angiogram performed to note tip of wire located in right lower extremity side branch with no obstruction noted.